Event description:
A 25mm amplatzer cribriform occluder (aco) and a 14mm amplatzer septal occluder (aso) were successfully implanted in a multi-fenestrated atrial septal defect. Six months later the 25mm aco was found to have embolized and was percutaneously removed. The 14mm aso remains implanted.

Manufacturer narrative:
St. Jude medical could not evaluate the aco involved in this incident since it was not returned to us. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. The cause for the reported event remains unknown.